Event description:
It was reported that an attempt was made to treat a perforation in the distal circumflex, but the graftmaster was unable to cross. The perforation was sealed using long balloon inflations (unspecified balloon). There was no clinically significant delay in procedure and no additional adverse patient effects. Final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no note of any damage observed to the sds or stent graft prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. Although there was no reported information on the patient anatomical morphology (tortuosity or calcification), the failure to advance is not generally associated with a product quality deficiency and was likely related to characteristics of the lesion. The reported hemorrhage appears to be a secondary effect of the failure to advance to treat the perforation, requiring additional therapy/non-surgical treatment with prolonged balloon inflations. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. In summary, based on this investigation, there does not appear to be any indication of a product quality deficiency.